Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. Customer. The customer complaint of flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Should additional information become available a supplemental report will be filed. H3 other text : no product return anticipated DHR complete/investigation complete.

Event description:
It was reported that bd maxplus pressure rated extension set with removable needleless connector could not be flushed. The following information was provided by the initial reporter: there have also been reports of extension sets being unable to flush and requiring equipment exchanges after initial piv placement. Date event occurred: (B)(6) 2023. Xxx department: emergency department. Reporter's job title: rn. Harm to patient or team member?: no harm. Relevant patient information, if known: n/a.